Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of a combination of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component and misalignment between the tibial and femoral components leading to wear of the polyethylene insert. (D11) concomitant device(s): tibial insert (cn: unk, sn: unk).

Manufacturer narrative:
Pending evaluation. Concomitant device(s): tibial insert (cn: unk, sn: unk).

Event description:
As reported, the patient had a revision tka performed due to the femoral component was loose.